Event description:
The customer reported, the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated the cpu board. The sys operates as intended.